Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity, displayed a battery error message, did not power up without connected to ac and battery is not charging. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity and displayed a battery error message. The device was not in patient use when the reported event occurred.